Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded due to a small hole in the cable causing a cable failure. However, the specific root cause can not be determined at this time. As to the flooding, the phenomenon can be prevented by following the description in the instruction manual which states: ¿never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the 4k autoclavable camera head displayed dark image during an exploratory laparotomy procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, an e224 error, unit failing leak test, hole in cable, faded label on rear cover, and rubber part peeling on rear cover packing were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.